Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2014 with the following findings: pump powers with returned battery cap to a dim discolored display. Battery cap is able to fully tighten. Battery compartment crack observed below grip pad.. Black box dates from (B)(6) 2014 - (B)(6) 2014. No evidence of short battery life observed in black box however multiple eaw 128 replace battery alarms observed in alarm history. Unable to duplicate frequency of replace battery alarms. Current draws within specifications. Removed pump case, no evidence of moisture or loose components inside pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.